Manufacturer narrative:
An investigation us currently underway. Upon completion, the results will be forwarded. Several attempts to gather information from the customer were made. To date, no response has been received. If additional pertinent information becomes available, the report will be updated.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with defibrillation electrodes. The customer states they had a bad signal or no signal at all with the use of the pads.